Event description:
N/a

Manufacturer narrative:
Updated fields: d4, d10, g4, g7, h2, h3, h4, h6, h10 hakim valve was received for evaluation. DHR - conformed to the specifications when released to stock -UDI: (B)(4). Failure analysis - the valve was visually inspected: no defects noted. The valve passed the test for programming, occlusion, leak, reflux and pressure. No root cause could be determined as the technician was unable to confirm the problem reported by the customer. The possible root cause for the problem reported by the customer could be due to buildup of protein this may cause an programming issues; no programming issue was noted during the investigation. Between (B)(6)2019 and (B)(6)2020, approximately 2,200 mdrs submitted electronically by integra lifesciences via trackwise, integra's complaint handling system, were not received by cdrh due to a computer system issue. Within this time period, an error with integra's middleware, which facilitates communications between trackwise and the FDA system, caused the complaint records to close and indicate we had received an acknowledgement 3 from the FDA when we had not. Integra interpreted the acknowledgement as a successful submission; however, subsequent investigation revealed the acknowledgement 3 received was from our middleware and not from the FDA (these acknowledgements have been retained as part of the documentation of the MDR). The malfunction was related to the relocation of the trackwise application to a new data center during the transition of integra's corporate headquarters from plainsboro, nj to princeton, nj. Previously, integra had been successfully receiving acknowledgements 1, 2, and 3 from the FDA, and our records reflect these acknowledgements, including the date and time stamps. CAPA pr 229048 and nc 20-011 have been opened by integra to further investigate the nonconformance and develop a corrective action plan. The middleware error has been corrected, and integra has filed mdrs since the correction and verified that the appropriate acknowledgements have been received from the FDA. Integra is resubmitting all impacted MDR reports for the time period (B)(6)2019 through (B)(6)2020. Integra lifesciences contacted donna engleman, director of regulatory programs, office of product evaluation and quality and michelle rios, assistant director, MDR team, office of product evaluation and quality on (B)(6)2020 to report these issues regarding MDR reports.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
The hakim programmable valve was implanted on (B)(6) 2019 and on (B)(6) 2019, it failed to re-program despite trying using a different programmer. The valve was replaced.